Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the implant was not working, they stated that it was dead because they could not charge the implant anymore. The patient stated that four to five months prior to the report when they tried to recharge, the last time they tried it showed an error code (they could not remember the error code seen). The patient had worked with a manufacturer representative over the phone to try and resolve the issue by using some procedure, but it was not successful. The patient reported that they met with a manufacturer representative who erased the error code in the lobby of the hospital. They reported that after that, when they tried charging it, it would not take a charge. The patient had been told that they would need to have something inside them surgically replaced on the unit and that the battery was bad. The patient stated that they needed to use their stimulator and they did not have it. When asked if the patient had let more than one month pass between recharge sessions, the patient stated that it could have been four to five months. Overdischarge considerations were briefly reviewed with the patient. The patient was redirected to follow-up with their healthcare provider. No further complications were reported.